Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensed noise resulting in two untreated episodes. Technical services (ts) was contacted and discussed possible reprogramming options. It was noted that morphology looked different during the episodes. During follow up, the patient was experiencing abdominal pain; therefore, it was difficult to evaluate the system. Ts recommended evaluating at a different time when the patient felt better. This s-ICD remains in service. No adverse patient effects were reported. Additional information received detailed that this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.